Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0031484 medical device expiration date: 2025-01-31 device manufacture date: (B)(6) 2020. Medical device lot #: 0031483 medical device expiration date: 2025-01-31 device manufacture date: (B)(6) 2020. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 301031 and lot numbers 0031483 and 0031484. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. These products are labeled according to the specifications. The labels only have one drawing regardless of the luer type. Based on the investigation results, with no sample returned, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 325 boxes of bd luer-lok¿ syringes from lot 0031484, and 35425 boxes from lot 0031483 had incorrect label information on them, showing an image of a luer slip tip syringe. The following information was provided by the initial reporter: "while performing the incoming inspection on this batch, the inspector found that the diagram of the syringe tip is incorrect on the outside of the box. The outside label on the boxes had an image of a luer slip tip syringe but this product is a luer lock tip syringe. The vendor part number and the syringe (20ml luer lock) inside are both correct for this product."